Event description:
Event description guidant received information that increased threshold values and a loss of capture were observed on this ventricular implantable lead. Additionally, the pacemaker was initially unable to be interrogated during a follow-up visit.